Event description:
It was reported that the doctor thought a non-cannulated driver shaft was cannulated and pushed it to the top of the guide wire. As a result the guide wire went through the vertebral body. The patient did not have any complications post op reportedly recovered well.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.